Event description:
The caller reported that they placed this tracheostomy tube in place and that it started to leak the next day. The caller reported it was replaced two days later, with another 8lpc tracheostomy tube with no incident or pt harm.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.